Manufacturer narrative:
(B)(4). Date sent: 6/1/2020. D4: batch #p5825p. Investigation summary: the analysis results found that one 6r45b reload was received with no apparent damage and partially fired 1/10 and with the reload lockout damaged. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic distal gastrectomy, a device loading 6r45b stopped on the way of the 1st firing. The device was used to anastomose stomach and jejunum. The surgeon commented that he felt something unusual when grasping the firing trigger and firing force was higher than expected. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.